Manufacturer narrative:
The service engineer evaluated the ventilator and replaced the nvram (non volatile random access memory) also installed new oxygen cell as per preventive maintenance schedule. After servicing, the ventilator passed all testing per manufacturer's specification and was returned to the customer. The nvram was returned for failure investigation. The part was visually inspected with no anomalies observed. The component was connected to a test ventilator. The fault was isolated to electronic component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 700 series ventilator failed post (power on self test) with an error code. The ventilator was not in use on a patient at the time of the reported event.